Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-00963. It was reported the patient suffered a 20ft fall on (B)(6) 2017. Subsequently, the patient presented to the ER to obtain contraindicative testing of their knee; however, they were unable to set the ipg into MRI mode. Several attempts were made by the company representative to resolve the issue to no avail. Diagnostic testing identified low impedance values on multiple contacts. In turn, the patient's receiving effective pain coverage. Further follow-up identified the issue still persists. As a result, surgical intervention may be undertaken to address the issue at a future date.

Event description:
Additional information received advised that the patient underwent surgical intervention on (B)(6) 2019 wherein the leads were repositioned and reinserted into the ipg. While still in surgery, one lead remained to have low impedance and did not clear during the procedure and the patient was not able to go into MRI mode. Follow-up indicated that the impedance cleared post procedure and the issue resolved. The patient has effective therapy post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.